Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing had one band and suture thread attached. The handle slot did not show any insertion marks of the trip wire. The returned suture thread was cut, possibly at the time of removing the device. The teeth and the suture hole of the ligator housing were in good condition. Also, the returned irrigation tube was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the handle slot did not show insertion marks of the trip wire. This suggests that a malfunction of the device may have occurred, and the bands did not deploy as expected. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, indicates that an incorrect application of tension to the trip cable at the time of deployment may have caused the reported event. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat upper gastrointestinal hemorrhage from esophageal varices performed on (B)(6) 2023. During the procedure, three bands were successfully deployed. When the fourth band was deployed, it was stuck and could not be deployed. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to first of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat upper gastrointestinal hemorrhage from esophageal varices performed on (B)(6) 2023. During the procedure, three bands were successfully deployed. When the fourth band was deployed, it was stuck and could not be deployed. Two speedband superview super 7 were used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.